Event description:
A user facility reported a dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 237 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on a different machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 237 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on a different machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a sample from the reported lot number was returned for evaluation. The returned sample was subjected to a laboratory bubble point test. No leaks were detected. The dialyzer was then disassembled for further investigation. There were no damages or irregularities noted and the complaint is unconfirmed. During the lot history review it was noted that there were eight other complaints reported against the lot. All of the complaints address blood leak events (four involving cracked headers, two internal blood leaks, and two with no clarifying information other than blood leaks occurred). No samples have been provided. A review of the production record was performed. The production record review showed there was one approved temporary dn in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility reported a dialyzer blood leak occurred one minute after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 237 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was restarted on a different machine and the patient completed treatment on the day of the event. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Correction: a1, a3.